Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer from (B)(6) contacted ascensia diabetes care to get assistance with her contour ts meter. During the call, a blood glucose test was run, but the reading was not stored in the memory of the contour ts meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. New meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product. A device history record for the contour ts meter (serial # (B)(4)) was reviewed and no manufacturing anomalies were found.